Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2004. The following year, it was recommended to patient to have arthroscopy of knee with open arthrotomy. Procedure was performed the next month, were lysis of adhesions was found. Post-op, the patient showed severe ankylosis (poor movement).